Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displayed a communication failure error. This error resulted in x-rays being disabled. This resulted in a loss of imaging functionality. This could result in the delay of a procedure. There is no report of injury or death associated with this event.